Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the tip of the device fell off in the patient's fistula and lodged in one of the side branches. The doctor did not remove the device tip. No patient injury or consequence. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the ptd and no relevant findings were identified. Without the device to evaluate , the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the tip of the device fell off in the patient's fistula and lodged in one of the side branches. The doctor did not remove the device tip. No patient injury or consequence. The patient's condition is reported as fine.